Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("excessive and abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal mycotic infection ("yeast infections"), anxiety ("anxiety"), vaginal discharge ("vaginal discharge"), abdominal pain lower ("cramping"), dyspareunia ("painful intercourse") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, vulvovaginal mycotic infection, anxiety, vaginal discharge, abdominal pain lower, dyspareunia and fatigue outcome was unknown. The reporter considered abdominal pain lower, anxiety, dyspareunia, fatigue, genital haemorrhage, pelvic pain, vaginal discharge and vulvovaginal mycotic infection to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("excessive and abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal mycotic infection ("yeast infections"), anxiety ("anxiety"), vaginal discharge ("vaginal discharge"), abdominal pain lower ("cramping"), dyspareunia ("painful intercourse") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, vulvovaginal mycotic infection, anxiety, vaginal discharge, abdominal pain lower, dyspareunia and fatigue outcome was unknown. The reporter considered abdominal pain lower, anxiety, dyspareunia, fatigue, genital haemorrhage, pelvic pain, vaginal discharge and vulvovaginal mycotic infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and genital haemorrhage ('excessive and abnormal bleeding') in a 43-year-old female patient who had essure (batch no. A50512) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst and left lower quadrant pain. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"), dyspareunia ("painful intercourse") and vulvovaginal discomfort ("chafing in vaginal area"). In (B)(6) 2013, the patient experienced anxiety ("anxiety") and depression ("depression"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient experienced fatigue ("fatigue"), 2 years 7 months after insertion of essure. In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2017, the patient experienced lower abdominal pain ("lower abdominal pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal mycotic infection ("yeast infections / vaginal infections"), cramp in lower abdomen ("cramping"), ovarian cyst ("ovarian cyst"), adnexa uteri cyst ("paratubal cysts") and female sexual dysfunction ("aparuenia") and was found to have leiomyoma ("leiomyoma"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, vulvovaginal mycotic infection, anxiety, dyspareunia, dysmenorrhoea, weight increased, vaginal haemorrhage, menorrhagia, lower abdominal pain and female sexual dysfunction had resolved, the vaginal discharge, cramp in lower abdomen, depression, vulvovaginal discomfort, leiomyoma, ovarian cyst and adnexa uteri cyst outcome was unknown and the fatigue was resolving. The reporter considered adnexa uteri cyst, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, leiomyoma, lower abdominal pain, menorrhagia, ovarian cyst, pelvic pain, vaginal discharge, vaginal haemorrhage, vulvovaginal discomfort, vulvovaginal mycotic infection, weight increased and cramp in lower abdomen to be related to essure. The reporter commented: after insertion there were 3 essure coils trailing in uterine cavity from right side and 4 in left side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Pathology test - on (B)(6) 2018: intramural leiomyoma. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: dysmennorhea,, chronic pelvic pain, bleeding heavy, abdominal pain, yeast infection, paratubal cysts and bleeding heavy. Most recent follow-up information incorporated above includes: on 19-sep-2019: pfs received: new events added: abnormal bleeding (vaginal, menorrhagia), depression, chafing in vaginal area, dysmenorrhea (cramping), weight gain, leiomyoma, ovarian cyst, paratubal cysts, apareunia. Event onset date were added. Event outcome were added. Lot number were added. Patient history, lab data were added. Reporter information were updated incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic/pelvic pain') and genital haemorrhage ('excessive and abnormal bleeding') in a 43-year-old female patient who had essure (batch no. A50512) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst and left lower quadrant pain. On (B)(6)2013, the patient had essure inserted. In (B)(6)2013, the patient experienced vaginal discharge ("vaginal discharge"), dyspareunia ("painful intercourse") and vulvovaginal discomfort ("chafing in vaginal area"). In (B)(6)2013, the patient experienced anxiety ("anxiety/ psych injury") and depression ("depression"). In (B)(6)2015, the patient was found to have weight increased ("weight gain"). On (B)(6)2015, the patient experienced fatigue ("fatigue"), 2 years 7 months after insertion of essure. In (B)(6)2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6)2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6)2017, the patient experienced lower abdominal pain ("lower abdominal pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal mycotic infection ("yeast infections / vaginal infections"), cramp in lower abdomen ("cramping"), ovarian cyst ("ovarian cyst"), adnexa uteri cyst ("paratubal cysts"), female sexual dysfunction ("aparuenia"), rash ("rash/skin condition") and abdominal pain ("abdominal pain") and was found to have leiomyoma ("leiomyoma"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6)-2018. At the time of the report, the pelvic pain, genital haemorrhage, vulvovaginal mycotic infection, anxiety, dyspareunia, dysmenorrhoea, weight increased, vaginal haemorrhage, menorrhagia, lower abdominal pain, female sexual dysfunction and abdominal pain had resolved, the vaginal discharge, cramp in lower abdomen, depression, vulvovaginal discomfort, leiomyoma, ovarian cyst, adnexa uteri cyst and rash outcome was unknown and the fatigue was resolving. The reporter considered abdominal pain, adnexa uteri cyst, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, leiomyoma, lower abdominal pain, menorrhagia, ovarian cyst, pelvic pain, rash, vaginal discharge, vaginal haemorrhage, vulvovaginal discomfort, vulvovaginal mycotic infection, weight increased and cramp in lower abdomen to be related to essure. The reporter commented: after insertion there were 3 essure coils trailing in uterine cavity from right side and 4 in left side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2013: total bilateral occlusion. Pathology test - on (B)(6)2018: intramural leiomyoma. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: dysmennorhea,, chronic pelvic pain, bleeding heavy, abdominal pain, yeast infection, paratubal cysts and bleeding heavy. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2019: f/u 4 and f/u 3 processed together.new pfs received- new events abdominal pain, rash/skin condition were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.